Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the helix of atrial lead was damaged. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the atrial lead was dislodged and could not be implanted. The lead was not installed and the procedure was completed using an alternate lead on 13 jun 2022. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were dislodgement due to helix mechanism issue was confirmed. As received, a complete lead was returned with the helix extended and covered with blood and tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the reported event was due to blood and tissue in the helix. No other anomalies were found.